Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed volume accuracy testing, 18.733.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Functional testing included accuracy testing and found that the device was within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Functional testing included accuracy testing and found that the device was within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received indicating that indicating that the event occurred during preventive maintenance. No patient was involved.